Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the emergency medical services were called. The customer also reported that the crown of the reservoir compartment broke off. The customer's blood glucose was 671 mg/dl at the time of incident. The customer's blood glucose was 327 mg/dl at the time of call. The customer stated that they gave manual injection to treat the high blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.